Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high blood glucose. The customer stated that about a week back, her blood glucose value was 280 mg/dl and it went up to 400 mg/dl. She changed the infusion set and since it remained high, she changed the infusion set type which only helped temporarily. Customer's blood glucose at the time of the call was 505 mg/dl. Troubleshooting was done and no issues were found. Customer treated with manual injection and blood glucose was still high at 540 mg/dl. Customer was advised to call the doctor to discuss issue.